Event description:
Two stents had been successfully implanted in the proximal left vertebral artery. When the physician withdrew the delivery system for a third stent, it was noted that the dual tapered tip of the delivery system's inner body had separated and the outer body appeared stretched and 2 to 3mm of the braiding in the distal end was visible. The delivery systems of the previously deployed stents were then inspected and the dual tapered tip had separated from the inner body of one of these delivery systems as well. It is unknown whether the broken tapered tip was from the first or second stent system. The physician does not believe any portion of the delivery system remains in the patient. The patient is reportedly in stable condition.

Event description:
Two stents had been successfully implanted in the proximal left vertebral artery. When the physician withdrew the delivery system for a third stent, it was noted that the dual tapered tip of the delivery system's inner body had separated and the outer body appeared stretched and 2 to 3mm of the braiding in the distal end was visible. The delivery systems of the previously deployed stents were then inspected and the dual tapered tip had separated from the inner body of one of these delivery systems as well. It is unknown whether the broken tapered tip was from the first or second stent system. The physician does not believe any portion of the delivery system remains in the patient. The patient is reportedly in stable condition.

Manufacturer narrative:
A review of the device history record (DHR) was performed and no issues or discrepancies were found. The DHR review confirmed this device met all required specifications upon its release. Additional information was requested from the user facility. From the responses received it was determined that the proximal vertebral artery was approximately 70% stenosis with no calcification, continuous flush was not maintained as flush was achieved with syringes of heparinized saline through the rotating hemostasis valve (rhv). In addition, some force was applied in the first attempt at passing the proximal stenosis that was on a bend in the vertebral artery. When the catheter would not advance a balloon was used to dilate the vessel. The stent delivery system and the rhv were returned, the stent was not returned. The outer body was severely compressed on the distal shaft just proximal to the stent location. The outer body was also notably kinked several places along the distal shaft from the distal end. The inner body was kinked on its hypotube at the proximal 1.1cm and 2.2cm sections. The inner body was stretched on its mid joint and the mid shaft had been pulled out of the pet heat shrink tubing at the mid joint. The inner body was slightly stretched on its mid joint. From the condition of the inner body returned section it appeared that the mid shaft was pulled with force against an intraluminal device. The inner body was found to be separated. The rhv was examined and no anomalies were observed. From the condition of the stent system, it appears that the system was advanced or retrieved with force causing the inner body catheter to become stretched and separate. Based on the available information, it was concluded that lack of continuous flush likely led to friction during use, making it necessary for the user to manipulate the device with excessive force thereby leading to the damages noted to the device. Therefore it was concluded that user error was the most likely cause of the observed damage to the device. The report that the outer body had separated was not confirmed, the outer body was found to be intact. As the catheter was found not to be separated, this event no longer meets the requirements of a reportable event for the device in question.